Manufacturer narrative:
This is our combined initial and final report on this incident.

Event description:
The customer reported a false negative direct antiglobulin test (dat) of a cap survey sample when tested in the manual tube method with anti-igg. The customer did not return the supposedly defective product for investigational testing, but the cap survey sample that had caused a false negative test result. Our quality control laboratory tested the cap survey sample with their retention sample of anti-igg and a reference lot that the customer had used in a retest. Our quality control laboratory performed the direct antiglobulin test (dat) and yielded a correctly positive result with both anti-igg. Additionally the retention sample and the reference lot were tested for positive and negative specificity and potency. All acceptance criteria were met for both anti-igg reagents. We did not observe any false negative result. Testing by our quality control laboratory confirmed that the allegedly defective lot of anti-igg functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.